Event description:
It was reported that during a photoselective vaporization of the prostate(pvp) procedure, the fiber glass cap was loose and detached from the fiber at 80, 970 joules and 30 minutes of use. The fiber was not cleaned during the procedure. The procedure was completed by turp and no clinical consequences to the patient.

Manufacturer narrative:
The following fields were corrected: b5 event description.

Event description:
It was reported that during a photoselective vaporization of the prostate(pvp) procedure, the fiber metal cap was loose and detached from the fiber at 80, 970 joules and 30 minutes of use. The fiber was not cleaned during the procedure. The procedure was completed with a transurethral resection of the prostate (turp), without clinical consequences to the patient.